Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined without product information.

Event description:
The customer received a blood glucose reading of 170mg/dl on the contour meter, re-tested on a different meter and the reading was 398mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product information was not provided. Product was not replaced.